Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned in a condition the prevented testing for the product failure mode. There was a mis-located o-ring and the gauge face plate was detached at the top of the gauge. A search of the complaint handling database was performed and no other incidents were identified from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records; however, an expanded investigation revealed the reported issue may be due to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored. An additional 141 unused/sterile devices were returned for analysis. All 141 units were tested and performed as expected per manufacturing requirements.

Event description:
It was reported that during deployment of an un-specified stent, the seams of the indeflator barrel cracked open and all fluid was lost. The site believed that this had the potential to cause an injury to the patient; however, there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.